Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed approximately 9mm from the middle sheath. There was a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that could have contributed to the inadvertent deployment.

Event description:
It was reported that the stent inadvertently deployed. An innova self-expanding stent was selected for use in a revascularization procedure. During preparation, the device pre-deployed outside the patient. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that the stent inadvertently deployed. An innova self-expanding stent was selected for use in a revascularization procedure. During preparation, the device pre-deployed outside the patient. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that the stent inadvertently deployed. An innova self-expanding stent was selected for use in a revascularization procedure. During preparation, the device pre-deployed outside the patient. The procedure was completed using an alternate device. No patient complications were reported.